Event description:
A (B)(6) male with no significant pmh who presented to (B)(6) emergency room on (B)(6) 2013 with complaints of sudden onset of headache and vertigo. Non-contrast enhanced CT of brain revealed a moderate right basal ganglia intracranial hemorrhage. Physical exam notable for left hemiplegia and a left facial droop. He was intubated and received mannitol, plt's davp, keppra and his blood pressure elevations were controlled with IV cardene. He was taken to the operating room for decompressive hemicraniectomy on hd number 1. An ogt was placed and when the pt was successfully extubated on saturday (B)(6) 2013 the ng tube was removed at the same time. On (B)(6) 2013 the pt underwent a bedside swallowing evaluation and failed. In response a 12 french flexible weighted kangaroo feeding tube was placed. A stat chest x-ray was done which revealed the ng tube was in the right pleura. The ng tube was removed and the pt was noted to have a small pneumothorax. The pneumothorax went from small to moderate on further follow-up chest x-rays and on august 5th the decision was made to place a chest tube. Pt remained hemodynamically stable and asymptomatic throughout the event. (B)(4).